Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient with history ischemic ventricular tachycardia (isvt) and implantable cardioverter-defibrillator (ICD), underwent a left sided isvt with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (requiring pericardiocentesis and surgical intervention), cardiac arrest, and death. No evidence of pericardial effusion was present prior to the procedure. During the last ablation lesion on the left ventricle, the anesthesia team and the electrophysiologist (ep) physician noticed the patient¿s systolic blood pressure dropped to 55. The physician immediately stopped the procedure. With a soundstar catheter and intracardiac echocardiography (ice), the physician inspected the cardiac area and confirmed a pericardial effusion. Pericardiocentesis was performed and a large amount of fluid was drained from the pericardial space. Pericardial tube was left in place. The patient was noted to have pulseless electrical activity (pea) and hemodynamic instability. The cardiovascular operating team was called and arrived in the procedure room, coded the patient, and opened the patient¿s chest to repair the perforation in the left ventricle (lv). Even with surgery and open chest procedure in the electrophysiology (ep) lab, there was no evidence of effusion after drainage by pericardiocentesis. The perforation was closed spontaneously but the cardiac dysfunction was significant and resulted in the patient expiring. Physician¿s causality opinion was not provided. The max wattage used was 45 watts. The total ablation lesions were 25. The total ablation time was 15 minutes and the total fluid was 415ml. Transseptal puncture was performed with a st. Jude medical brk1 transseptal needle. There was no evidence of steam pop during the ablation. The catheter irrigation was set at 15ml/min while ablating and 2ml/min when not on ablation. No error messages were observed on any bwi equipment. The force visualization features used included graph, dashboard, vector and visitag. No force over time was used. The color option was impedance drop of 0-15, and then recommended surpoint settings were used. Respiratory gating was used as additional filter for the visitag module. The patient's cardiac tamponade and death are considered an MDR-reportable events.